Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00015 (sofradim).